Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Pjk1474 does not appear to be valid. Can you clarify the lot number?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle came off suture. There were no adverse patient consequences reported.